Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not cut. The surgeon fired the instrument another time. Additional tissue was cut. The patient's status is satisfactory.

Manufacturer narrative:
The device returned to the MFR for eval had a full complement of staples present which indicated that the stapler was not fired and does not appear to the device involved.